Event description:
It was reported that the customer noticed the cuff was easily deflated. No patient injury was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Also no leak was found when inflated device was put under water. No root cause can be found since no fault was found. No action needed.